Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is elitech. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: instrument sedi 40 15-42035 was returned to the manufacturer for service with respect to the reported defect ¿ broken / system stopped. The instrument was evaluated by visual examination and functional testing and it was found that the connection between the motor and worm shaft was loose. This was reseated and the instrument works according to specification.

Event description:
It was reported when using the bd sedi-40 there was a hardware/software malfunction for esr instrument. The following information was provided by the initial reporter. The customer stated: "there was a message, the system stopped."